Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional later reported through company representative capsular contracture baker grade unknown. This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2016 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.